Manufacturer narrative:
The received pod had evidence of blood on the adhesive pad, notable near the bottom housing window. The formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This misalignment had caused the formed needle not to fully retract and contributed to bleeding at the pod infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15.2 mmol/l (273.6 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.